Event description:
Generator product analysis was approved. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient underwent a generator replacement surgery. The explanted generator was received but product analysis is still underway.

Event description:
It was reported that the patient's device is uncomfortable and the physician believes the device has moved from its pocket. It was noted that the patient experienced a fall resulting in a broken shoulder that may have caused the migration of the device, following with an increased seizures. Settings were increased as a result of the increased seizures. The patient has been referred for surgery. The physician's office has reported that the physician cannot answer the questions regarding the cause of the events, to follow up with the patient's surgeon. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.